Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hair was found in the bd emerald¿ syringe after filling it. The following information was provided by the initial reporter, translated from (B)(6) to english: "there was a hair in the syringe that was delivered to the client, visible only after filling the syringe."

Event description:
It was reported that hair was found in the bd emerald¿ syringe after filling it. The following information was provided by the initial reporter, translated from polish to english: "there was a hair in the syringe that was delivered to the client, visible only after filling the syringe."

Manufacturer narrative:
H6: investigation summary the quality team was provided with a picture of the affected sample for evaluation. An analysis of the picture shows a hair inside the syringe, confirming the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The hair was probably lost due to a failure to perform any practice of good manufacturing practices, or neglect, or as part of some raw materials. This foreign matter ended in the assembly machine which produced the mentioned nonconformance. H3 other text : see h10.